Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). It was noted that the cannula was bent. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a correction bolus and activating new pod.

Manufacturer narrative:
The returned device was evaluated and the investigation did not find any damages, bends or kinks in the soft cannula. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. The bottom and middle batteries were noted to be lower than expected. Due to the lower batteries, the device was connected to a source meter, however the device was unable to be downloaded since the device could not establish communication with the master pdm. Post use damage was observed on the air vent on the bottom housing, as well as the reservoir and the tube nut.